Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - guides/sleeves/aiming: sleeve/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the surgeon was performing a recon nail with greater trochanter. The wires through the gold sleeves were diverging in the femoral head and neck. The surgeon tried many times to correct the trajectory. Finally got a trajectory of the wires. The surgeon removed the inferior wire, drilled, and put screw in (all while taking multiple films). The inferior screw translated anterior to the point it was no longer fixated in the head. The wire, drill, screws were all used correctly with gold sleeves and did not miss the nail. It was attempted many times to correct, with many different techniques, with the same end result. They checked the jig with sleeves and wires prior to initial insertion and had no issues. The procedure was completed successfully. This complaint involves four (4) devices. This report is for one (1) unk - unk - guides/sleeves/aiming: sleeve this is report 2 of 4 for complaint (B)(4).